Event description:
Spontaneous call. Patient reported that he was very unhappy with the pump because it beeped during his entire infusion, so he sent the new pump back. No side effects or missed doses reported as a result. Lot number and expiration date unknown. No further information. Reported to (B)(6) by pt/caregiver.